Manufacturer narrative:
Age or date of birth, weight: information unknown/not provided. Date of event: date of event: unknown, not provided. Implant date: if implanted, give date: information unknown/not provided. Explant date: if explanted, give date: not applicable as the device remains implanted. Initial reporter name and address: initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, a jelly-like material adhered to the center of the back surface of the optic. The foreign material could not be removed even though it was vacuumed with irrigation/aspiration (ia). It was indicated that the foreign material was attached on the lens strongly. There was no patient injury, no impact on the visual acuity reported. The lens remains implanted, and the foreign material is not available for return. The injector is not available as it was discarded. No further information was reported. No further information was reported.

Manufacturer narrative:
Additional information: the customer provided photo was reviewed by the johnson & johnson subject matter expert (sme), who determined that "although the picture quality is not optimal, apparently in the posterior surface of the lens, a clear particle of approximately 1 x 0.5 mm diameter can be observed. The definitive source, nature and potential clinical impact of the observed phenomena cannot be determined from the picture assessment". All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.